Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the drill bit fractured while preparing a pilot hole. The fragment of the drill bit was removed from the patient's bone with forceps. The procedure was completed using an alternate drill bit. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. There will be no DHR review as the lot number remains unknown. There are no indications of manufacturing defects. (B)(4). The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.